Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned. As no contact information has been provided, no follow up can or will be performed at this time. Should further details be provided, supplemental medwatch will be sent. This medwatch report is in response to receipt of voluntary medwatch reports: mw 5157283 and mw 5157284, attached. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The placement of adhesive to skin, on two separate locations, caused allergic reaction, punch biopsy of area confirmed spongiotic dermatitis. The device was not available for return.